Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarms for safety clamp open even when the door is closed. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the report of damaged/broken sear was confirmed through the visual inspection of the videos and pictures that the customer provided. There was no information on patient involvement. The inspection of the devices could not be performed as no device was returned for tests and no logs were included to observe the data from the devices, however, the facility provided picture/videos and emails of the issue that they experienced as evidence. In the pictures provided by the customer, it was observed a pump module with the right tab sear broken and detached completely from the module. The results of the investigation supporting the sear 8100 ( pntc10008276) breakage from complaint pr (B)(4), from both tests indicate that the smooth fractures seen in the field were consistently reproduced with the samples exposed to virex. None of the control samples and samples tested using bd approved cleaners showed signs of the smooth fractures and do not indicate any presence of void/cavities the assessment of the previous mvestigations/fi have also indicated that virex is incompatible with the sear component. The studies performed by ge plastics, sabie and the chemical compatibility test report dir 10000091458 determined that virex is incompatible with cycloy resin (resin/matenal used the sear) as virex has a degrading effect on the polycarbonate material. Virex contains dimethyl benzyl ammonium chloride and dimethyl ethylbenzyl ammonium chloride, both ingredients are quaternary ammonium compounds which cause degradation and stress cracking in polycarbonate materials, and are not approved to be used on bd devices. Based on the results, the exposure to virex solution is causing the degradation/esc (environmental stress cracking) of the parts and is resulting in a very similar failure mode as seen in the field complaints. The bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported pump module alarming for safety clamp open even when the door is closed is being attributed to the sear breakage at the right leg tab.

Event description:
It was reported that the pump alarms for safety clamp open even when the door is closed. This was reported to bd representatives during their site visit. There was no information on patient involvement.